Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the product leaked during patient use. There was no patient harm. The product was received labeled "leaking at hub".

Manufacturer narrative:
The customer¿s report that the product leaked was confirmed. The ¿hub¿ as described by the customer was interpreted to be the male luer of the set. Functional testing was performed. The leak occurred at the engagement between the microbore tubing and the male luer adapter. Further observation under magnification revealed some solvent anomalies that seemed more evident along the area of the yellow stripe of the microbore tubing. The root cause the product leaked was not determined.

Event description:
The customer reported the product leaked at the hub during patient use. There was no patient harm.

Event description:
The customer reported the product leaked during patient use. There was no patient harm. The product was received labeled "leaking @ hub"